Manufacturer narrative:
The d4 annex has been updated to reflect the correct information for subject device serial number/lot number. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 20 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely that the damage was thermally and mechanically induced. It is not possible to say whether there was prior damage or wear to the insulating insert, whether the damage was triggered during the last preparation cleaning sterilization and disinfection (cds) of the instrument or during the last procedure. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during reprocessing after use in an unspecified therapeutic procedure.

Event description:
It was reported, the inner sheath exhibited black plastic tip broken. The unspecified issue is unknown as to when it occurred. There were no reports of delay, patient harm, injury, or death. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.